Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#:(B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2024, UDI#:(B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient wasn¿t getting coverage. Patient reports they may have fallen. All contacts were out. Conducted an impedance and connectivity check and found that the lead has more than likely come loose from the generator. No actions/interventions took place at the time of the report.

Event description:
Rep reported, that the generator was interrogated. During interrogation, we found that the lead showed high impedances (greater than 40,000.00). A connectivity check was conducted, which showed that all contacts on this lead had no connection. There are no field actions that can immediately correct this issue. And it is suspected, that the lead wire has somehow come loose from the header block of the generator. Without surgically operating on the patient, this can not be confirmed. The patient was receiving coverage of their pain by utilizing the one working lead. They physician advised, that they wanted to allow time to pass (30 days) to see if coverage continued without the need for a replacement, or a surgical procedure. The physician advised, that they would re-evaluate and consult the patient at their next follow up appointment. They advised, that since the patient was receiving coverage at this time through the use of the one working lead, there was no need to make any decision at this time. At this time, the physician advised, that they did not want to do any surgical intervention. They advised, that they would wait to make that decision, which would come after the patients next appointment, which had been scheduled for 30 days from when this was discovered. Rep reported, issue not resolved. The leads are still showing high (40,000) impedances, indicating that the lead wire has come loose from the generator.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead, product ID: 977a260, serial#: (B)(6), implanted: (B)(6) 2020, product type: lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.